Event description:
Same case as 2134265-2009-05190. It was reported that during a percutaneous coronary intervention during preparation, there was difficulty loading the 3.0 x 10mm flextome over-the-wire cutting balloon on the 300 cm luge j guidewire. Once the guidewire was loaded, the balloon catheter became entrapped on the guidewire. Completed the procedure with a 3.5 flextome cutting balloon and another same luge guidewire. There were no pt complications. Pt's status is satisfactory.

Manufacturer narrative:
(B)(6). (B)(4).